Event description:
Written report received states "cut/tubing." It is further clarified that tubing is cracked. An unidentified solution leaked from tubing due to the crack. Reported condition discovered during patient use. No report of patient injury nor medical intervention. Further follow up with bater-japan revealed that it is unknown what type of drug had been used with reported product code. Additionally, reporter stated "the only information gathered was that no one was exposed to chemo.